Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. Repositioning of the lead was unsuccessful because the lead would not remain in place and it exhibited unsatisfactory measurements. During the repositioning attempt, the left ventricular (lv) lead dislodged. The ra lead and lv lead were explanted and replaced. No patient complications have been reported as a result of this event.